Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check performed by the customer, the cs300 intra-aortic balloon pump (iabp) had an autofill failure. It was reported that there was no patient involvement.

Manufacturer narrative:
Additional information: e1(event site state: (B)(6), event site postal code: (B)(6)). A getinge field service engineer (fse) evaluated the unit and to fix the issue he replaced 5k hours kit. After replacement the machine is working fine and it can be put for regular use.

Event description:
N/a.